Event description:
Surgeon performing breast biopsy. Surgeon prepped biopsy needle and test fired so patient could hear the "click" that is made when deployed. First attempt at deployment, it did not deploy and no specimen was taken. Surgeon asked for a new device and proceeded with biopsy.